Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder was observed on the battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that poor solder to the battery does not affect the sensors functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported that the customer received sensor scan result of 2.8 mmol/l, which the customer immediately counteracted by eating chocolate and cola orally. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). However, the customer experienced symptoms described as dizziness, disoriented and eventually lost consciousness. The customer was unable to self-treat and an ambulance was called. Upon arrival, the paramedics obtained a blood glucose reading of 2.7 mmol/l from a healthcare professional meter, compared to adc scan result of 1.2 mmol/l. The customer was then administered with glucose intravenously for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported that the customer received sensor scan result of 2.8 mmol/l, which the customer immediately counteracted by eating chocolate and cola orally. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). However, the customer experienced symptoms described as dizziness, disoriented and eventually lost consciousness. The customer was unable to self-treat and an ambulance was called. Upon arrival, the paramedics obtained a blood glucose reading of 2.7 mmol/l from a healthcare professional meter, compared to adc scan result of 1.2 mmol/l. The customer was then administered with glucose intravenously for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.